Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006 in which the physician placed a taxus express2 2.75x24mm drug eluting stent to the 75% stenosed lesion located in the mildly tortuous, moderately calcified mid to proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.75x20mm balloon, unknown type. The patient was prescribed plavix, lipitor and anti-hypertensive medications post procedure. No patient injuries or complications were reported. Four months later, the patient presented with chest pain and the physician found 85% in-stent restenosis at the mid lad. The lesion was pre-dilated, type and size balloon unknown, followed by successful placement of a taxus express2 3.0x32mm drug eluting stent. No patient complications or injuries occurred.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient; therefore, no direct product analysis is available.